Manufacturer narrative:
(B)(4). The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. T he insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor. The blood glucose reading was unknown at the time of the incident. There were no significant events prior to the alarm. The insulin pump will be replaced and will be returning for failure analysis.